Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the medium large clip applier instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, customer reported a clip application failure. Customer could not close the jaws to fire a clip. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips to be related to the customer reported complaint. There was a 0.60 mm offset at the tips. A clip cannot be properly loaded into the clip groove of the grip-tips and clip-test cannot be performed. The grips were not found to have cracking damage. The complaint was confirmed by failure analysis. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not inspected prior to use, but upon usage, a slight deformation in one of the jaws was observed. The incident with the clip applier occurred when the surgeon attempted to clamp on a vessel or tissue bundle. The specific issue experienced was the inability to close the jaws with the clip inside. Hem-o-lock clips were used, and the size of the clip was presumably the green ones, although the respondent was not present in the operating room. The vessel or tissue bundle was not larger than the specified diameter as per the IFU. The incident occurred during the first clip application. The instrument is available for return to intuitive surgical for evaluation, but no photos or videos of the event are available for review.

Event description:
Refer to h11 for follow-up information.